Event description:
It was reported that the inflatable penile prosthesis (ipp) pump had migrated up from the scrotum to the base of the penis, making it hard for the patient to work his pump. The patient told the doctor that he would like to have his components removed and replaced with a semi-rigid device like tactra. A replacement surgery was performed in which all components were removed and then a tactra was placed with no further complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.